Event description:
A screw backed out of an implanted plate post operatively. The screw was explanted and replaced with another screw.

Manufacturer narrative:
The screw was examined under magnification. The screw appeared in good condition except there were slight deformations of the threads along the screw shaft that would be consistent removal using pliers or a similar device. The hex feature showed no evidence of damage. The diameter of the screw head and the portion of the threads that lock into the plate were found to be within tolerance. No root cause for the screw backing out of the plate could be determined. Conclusions - a conclusion cannot be drawn based on the lack of information concerning the circumstances of the screw backing out of the plate. Additional MDR associated with this event: MDR 3025141-2014-00221: plate.